Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the lead was not returned. But performance data was analyzed and revealed that there was right ven tricular oversensing, which triggered the lead integrity alert. Concomitant products: 4196 implantable pacing lead (B)(6) 2010; 6725 adaptor (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient alert alarmed for right ventricular (rv) lead integrity due to probable oversensing with 138 short interval episodes and non-sustained ventricular tachycardia (nsvt) episodes. The pace/sense portion of the rv defibrillator lead was capped and a new lead was placed for pace/sense. No patient complications have been reported as a result of this event.